Event description:
It was reported that within a week of implant, a perforation was found with the right ventricular (rv) lead. The patient had fluid around the heart and was intubated and on a ventilator prior to the repositioning procedure. During the rv lead repositioning, the atrial lead moved and also had to be repositioned. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.